Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm and no delivery alarm on the insulin pump. Customer¿s blood glucose reading was 237 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received more than one motor error alarm in a 30 day period. Customer was unable to complete the rewind process and during the fill tubing process motor error alarm recurred. Customer declined to troubleshoot for the no delivery alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with currents in spec. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm. Motor passed motor test. No motor position encoder error alarm on alarm history screen. No unexpected excessive no delivery alarm. Drive support disk was inspected and no anomaly was noted. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.